Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms in the alarm history due to an over written history file. No cosmetic damage was noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 264 mg/dl. The customer received an e70 alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.